Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the patient had contacted lifescan and reported that his one touch ultra meter kept displaying the error 1 message. There was no allegation of harm or serious injury. During troubleshooting, it was verified that the patient was using the correct testing technique. He was asked to retest, and the meter displayed the error 1 message. Therefore, the issue was not resolved. The error 1 message on the one touch ultra meter indicates that there is a problem with the meter. It was also verified that the condition of the battery was good. He had not experienced any symptoms at the time of concern. Based on the information provided, there is indication that the product had malfunctioned and that the event meets the criteria for medical device reportable. However, there is no information to suggest that the patient experienced injury due to the meter. This case is reported as a meter malfunction since the issue was not resolved. A replacement meter and test strips were sent to the patient.